Event description:
According to the (B)(4) registry, a patient suffered from a gradual onset of a stroke (subarachnoid hemorrhage) during recovery after an 8x40mm precise pro rx stent was deployed at the target lesion. The patient was treated, and fully recovered with no residual deficits before being discharged a week later. The target lesion was located in the ostium of the left internal carotid artery. The lesion was 90% stenosed with a length of 30mm and a diameter of 5mm. The vessel was a type I arch vessel and was moderately tortuous. The nih and rankin stroke scale scores were both 0 at baseline. The patient was symptomatic before the procedure with heavy tongue and slurred speech from a previous tia that eventually resolved. During the carotid artery stenting procedure, a 6mm angioguard rx embolic protection device was inserted and successfully deployed past the target lesion. Then, an 8x40mm precise pro rx stent was inserted and deployed at the target lesion. The final target lesion stenosis was 0%. After that, the angioguard was retrieved, and the basket was found to have no debris. The patient was not exhibiting any neurological deficits when leaving the angio suite. However, during recovery, the patient began to complain of a severe headache, nausea/vomiting and was hypertensive. She was suffering from a gradual onset of a stroke (subarachnoid hemorrhage). The patient was given medications to lower the blood pressure. The next day, the patient had a nih and rankin score of 0. About a week later, the patient fully recovered with no residual deficits and was discharged without complications. The patient is currently doing well.

Manufacturer narrative:
This is the initial and final report. Complaint conclusion: according to the sapphire registry, a patient suffered from a gradual onset of a stroke (intracerebral/subarachnoid hemorrhage) during recovery after an 8x40mm precise pro rx stent was deployed at the target lesion. The patient was treated, and fully recovered with no residual deficits before being discharged a week later. The patient is a (B)(6) female with a medical history of multiple transient ischemic attacks, a myocardial infarction, hyperlipidemia, hypertension, and smoking. The target lesion was located in the ostium of the left internal carotid artery. The lesion was 90% stenosed with a length of 30mm and a diameter of 5mm. The vessel was a type I arch vessel and was moderately tortuous. The nih and rankin stroke scale scores were both 0 at baseline. The patient was symptomatic before the procedure with heavy tongue and slurred speech from a previous tia that eventually resolved. During the carotid artery stenting procedure, a 6mm angioguard rx embolic protection device was inserted and successfully deployed past the target lesion. Then, an 8x40mm precise pro rx stent was inserted and deployed at the target lesion. The final target lesion stenosis was 0%. After that, the angioguard was retrieved, and the basket was found to have no debris. The patient was not exhibiting any neurological deficits when leaving the angio suite. However, during recovery, the patient began to complain of a severe headache, nausea/vomiting and was hypertensive. A CT scan was preformed and found a small quantity of hyperdense hemorrhage was identified within the sulci of the left temporal and parietal lobes. She was suffering from a gradual onset of a stroke (intracerebral/subarachnoid hemorrhage). The patient was given medications to lower the blood pressure. The next day, the patient had a nih and rankin score of 0. About a week later, the patient fully recovered with no residual deficits and was discharged without complications. The patient is currently doing well. The product was implanted; and therefore, could not be returned for analysis. A device history record (DHR) review was conducted and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. Subarachnoid hemorrhage is considered a stroke only when it occurs spontaneously¿that is, when the hemorrhage does not result from external forces, such as an accident or a fall. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness, stroke, or death. The pressure of the hemorrhage build-up can increase to a point in which the blood vessels in the part of the brain next to this hemorrhage become compressed and therefore preventing blood flow to that part of the brain. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device, therefore, no corrective action will be taken. Concomitant medications: heparin was given during the procedure. Pre-procedure medications included aspirin and clopidogrel. Concomitant devices: 6mm angioguard rx, catalog # 601814rmc, lot # 70513458.

Manufacturer narrative:
Additional details were received from the clinical events committee (cec) meeting minutes that the post cerebral angiogram after the carotid stent was implanted revealed normal left hemispheric intracranial arteries. The right ica showed some non-obstructive fibromuscular dysplasia. Upon discharge, patient was ambulatory, hypertension and pain were under better control. Additional medical history included: heart palpitations, dyslipidemia, and sarcoidosis. Additional lab results provided: after the procedure, the neurologist noted that there was a post-subarachnoid hemorrhage in the left parietal area in the mca territory, probably related to the index procedure. On (B)(6) 2013, a repeat CT of the head without contrast compared to the (B)(6) 2013 CT revealed the following: near complete interval resolution of previously described thin band of increased density within the sulci of the left temporal and parietal lobes most consistent with previously described minimal left-sided subarachnoid hemorrhage. No new findings were noted on this exam. Additional medications given to the patient post procedure are as follows: IV enalapril, IV hydralazine, clonidine patch, nimodipine and morphine.